Event description:
Three years ago, patient underwent exchange of a ventricular assistive device. This year, the patient underwent heart transplant with removal of the ventricular assist device. Patient developed a subsequent infection and while obtaining a CT of the chest a piece of retained driveline component from the ventricular assist device was identified in the left anterior chest wall. Patient was taken back to the operating room for removal of the retained piece. Provider identified a piece of the velour coating adhered in the fascia.